Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to bacterial peritonitis. The breach was not further specified. The patient was hospitalized for the event on the same day of onset. The patient was treated with vancomycin (dose, route, and frequency not reported) for peritonitis. In the same month as onset, the patient was discharged from the hospital and was recovering from the peritonitis event. Dianeal therapy was ongoing. It is was not reported whether the patient was retrained on proper aseptic technique. No additional information is available.